Event description:
Additional information: follow-up information reported there was no further troubleshooting done or actions taken, and there was no explant of the device. The patient appeared to be doing better and had left the hospital. It was later reported on (B)(6) 2013 that as of this date the a spasticity team discussed that the patient¿s pump was not the cause of patient¿s signs and symptoms and the healthcare providers encouraged patient transfer to another facility to be evaluated by spasticity team. Patient was stated to have had pneumonia.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
Patient presented to a hospital emergency room nearly unconscious, with somnolence and difficulty breathing. Although baclofen overdose was not suspected they wanted to turn down anything that may have been prevented the patient from breathing. Lioresal 2000mcg/ml was being delivered via the pump. Two days later it was reported that the patient had been in the ICU (intensive care unit) since (B)(6) 2013 and was ¿not doing well.¿ the patient had a pump refill the week prior to the event. The patient¿s physician suspected an itb (intrathecal baclofen) overdose so the pump was programmed from 840mcg/day to 700mcg/day. The reporter stated that the patient had been stable on the original dose of 840mcg/day ¿for a long time¿ prior to this issue. The following day i.e. (B)(6) 2013 the pump was programmed to a minimum rate of 12mcg/day. The reporter believed that the patient was intubated at that time. Additionally, the reporter was seeking information relative to the catheter causing lymphocytosis, though it was not clearly stated if patient had lymphocytosis. The reporter believed that they were going to increase the patient¿s dosage to about ½ the patient¿s normal daily dose as of (B)(6) 2013. A follow-up report will be sent if additional information becomes available.